Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that on (B)(6) 2011 the patient's blood glucose (bg) was 574mg/dl with nausea and vomiting. The patient was taken to the hospital with moderate to large ketones and a bg of 484mg/dl and was diagnosed with diabetic keto-acidosis. The pump was removed and the patient was put on intravenous insulin. It was reported that the patient's bg was in range of 80-120mg/dl. There were no site issues found during troubleshooting. Customer support determined there was no malfunction with the pump and recommended to the family member to follow-up with the patient's healthcare professional regarding adjustment of pump settings. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.